Event description:
Per the clinic, the device was explanted on (B)(6) 2013 for unspecific reasons. Additional information has been requested but has not been made available as of the date of this report (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted due to infection.correction: the correct explanted date is (B)(6), 2013; not (B)(6), 2013, as previously reportedthis report is filed december 2, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of this report is (B)(6) 2013; not (B)(6) 2013 as previously reported. This report is filed (B)(4) 2013